Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was in stable condition.

Manufacturer narrative:
Correction: h9 was left blank but should have included z-0003-2018 and included PMA/510(k) # in section g3.

Manufacturer narrative:
The field event of premature depletion was not confirmed. An abnormal transient voltage drop was detected. The voltage drop is consistent with li deposit in the battery.

Manufacturer narrative:
Correction: d9 date returned to manufacturer should have been feb 2, 2022 not feb 9, 2022 correction: h6 investigation conclusions code should be "cause traced to device design" not "cause traced to component failure." Correction: h9 added both numbers z-0003-2018; z-0115- 2017 instead of just z-0003-2018.